Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for unexpected contamination four times. On (B)(6) 2023 (local time), testing detected 54 colony forming units (cfus) of pseudomonas aeruginosa. On (B)(6) 2023, testing detected 20 cfu of aspergillus spp., pseudomonas putida group, micrococcus luteus, staphylococcus epidermidis, and kocuria rhizophila. On (B)(6) 2023 testing detected >80 cfu of pseudomonas aeruginosa. On (B)(6) 2023 testing detected >80 cfu of pseudomonas aeruginosa and an unidentified microbe. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) for other devices at the user facility with reported contamination.

Event description:
Correction to b5 of the initial report: the user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 54cfu bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 20cfu. Bacterial identification: aspergillus spp, pseudomonas putida group, micrococcus luteus, staphylococcus epidermidis, kocuria rhizophila. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >80cfu bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >80cfu. Bacterial identification: pseudomonas aeruginosa, unidentified microbe.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end cap cover --- insulation < threshold. Light guide rod lens (2x) --- cracked. Bending section rubber glue ---separated connecting tube ---dent. Forceps raiser wire --- < spec. Value. Universal cord --- wrinkle. Plug unit --- damaged housing. Specified angle and orientation achieved --- 150/140/130/130. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.